Event description:
It was reported "during the puncture, the wire became wedged in the puncture cannula, making it impossible to advance or withdraw the wire through the cannula. After removal, it was apparent that the flexible wire had been damaged by being pushed back and forth. The functionality of both the cannula and the wire had been checked prior to the puncture." The wire was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "good and already discharged".

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The complaint of an unraveled guidewire was confirmed by the photos, which show a guidewire inserted through an introducer needle. Damage could be observed along the guidewire. The customer also returned one guidewire assembly and 18ga introducer needle for analysis. The guidewire was returned inserted through the introducer needle. Signs of use in the form of biological material were observed on the returned components. Visual inspection revealed the guidewire was unraveled from the distal end. The unraveled portion was lodged inside the needle cannula and could not be easily removed. Slight force was required to free the unraveled portion from the cannula. Once dislodged, large quantities of congealed biological material were observed on the coils of the guidewire. Additionally, a kink was noted in the guidewire, and the j-bend was observed to be misshapen. The kink in the guidewire was measured to be 443mm from the proximal weld. The broken core wire measured 600mm, which is within the specifications of 596mm - 604mm per product drawing. The guidewire outer diameter measured 0.80mm, which is within the specifications of 0.788mm - 0.826mm per product drawing. After removal of the guidewire, the inner diameter of the cannula measured 0.041", which is within the specification limits of 0.041" - 0.043" per the cannula product drawing. The guidewire was removed from the needle cannula. The functional end of the guidewire was inserted through the cannula, and no resistance was observed. Performed per the IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guidewire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld, and the components were returned with the guidewire partially advanced through the introducer needle. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the difficulty advancing the guidewire. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the puncture, the wire became wedged in the puncture cannula, making it impossible to advance or withdraw the wire through the cannula. After removal, it was apparent that the flexible wire had been damaged by being pushed back and forth. The functionality of both the cannula and the wire had been checked prior to the puncture." The wire was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "good and already discharged".

Manufacturer narrative:
(B)(4).